Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was dead and had been over-discharged three times and had been that way for approximately 8 months. The patient noted they were scheduled on (B)(6) 2014 to have a new implant put in and called with questions regarding the longevity of a non-rechargeable battery. The patient then mentioned previously report issues with heating during charging or when the stimulation was on for a long time. No information was reported from the health care provider (hcp) letter as they had moved clinics. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was also reported that the patient¿s second over-discharge was confirmed. It was reported that their battery has been over-discharged for the second time. It was also noted that as of 2014-(B)(6) the replacement surgery had not been scheduled.

Event description:
It was reported, the patient¿s device was planned to be explanted on 2014 (B)(6). It was reported that in (B)(6) 2013 the patient would feel heating in the battery pocket with the stimulation on or during recharging. It was reported that the burning sensation was accompanied by pain at the device pocket and the left side of the implant. It was further noted that this feeling would go away when the stimulation was off. It was noted that the health care provider (hcp) had decided to replace the battery. Information omitted pertaining to event (B)(6) - 2nd over-discharge but was unrelated to the heating sensation/pain/explant. Additional information received reported the patient¿s explant procedure had been rescheduled due to an upper respiratory infection however, no new date had been set.